Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 969mg/dl. It was stated that the infusion set was changed three days prior his admission. It was stated also that the customer was experiencing high blood glucose for the past several days. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and self test and the insulin pump passed the tests. It was stated that the customer changes the infusion set and the reservoir every three to four days. No further info was provided.